Manufacturer narrative:
The reported events were noise, inappropriate shock and lead dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted. The measured full helix extension length was within specification. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient was presented in clinic after receiving inappropriate shocks. Upon investigation, noise resulting in oversensing was observed on the right ventricular (rv) lead. The helix of the rv lead was suspected to have been under-extended during implant resulting in a dislocation, however, this could not be confirmed via diagnostic imaging, so the physician did not believe it caused the inappropriate shocks or oversensing. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.